Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when preparing the system for a case the site got an electromagnetic localization system error. The site rebooted the system and the error persisted. There was no patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.